Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected alarm error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery or battery out limit alarms due to failed battery test alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.